Event description:
Capio did not fire correctly - five attempts with five new pieces of equipment (capio) utilized. Patient required admission to the hospital for additional surgical intervention. Pt-4582. Device-2532. Reference reports: mw5185852; mw5185853; mw5185854; mw5185856.